Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced feeling a bit ¿woozy¿ while driving, lost consciousness, and had a car accident. It was unknown who called emergency, but when a fingerstick was taken at the emergency room (ER), the cgm was reading 221 mgdl, and the blood glucose reading was 29 mgdl. There was no documentation of further medical evaluation or intervention. The patient stated she did not receive any treatment besides something for the blood pressure. The patient was discharged after spending a few hours at the hospital. At the time of the report the patient was stable. The reported glucose values fall within the e zone of the parkes error grid. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.